Event description:
It was reported that during vats wedge procedure, the device stapled on one side. The case was converted to an open procedure to control bleeding. There was no other patient consequence.